Manufacturer narrative:
(B)(4). The results of the investigation were inconclusive. Functional testing could not be performed due to the guidewire damage. The guidewire damage was consistent with the reported positioning issue. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported event remains unknown. The pressurewire instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance. The pressurewire instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire instructions for use (IFU) states that torquing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip.

Event description:
The pressurewire aeris was used for a lesion with moderate stenosis located on the proximal edge of a stent in the rca. After equalization, the pressurewire was detached from the transmitter and attempted to be delivered to the distal rca, however, there was difficulty in delivering the catheter due to two angulations in the rca. Using a non-sjm micro guide catheter, the pressurewire was able to be advanced and reach the distal rca. Once the pressurewire could not be passed anymore, ffr measurement was attempted at its final position, however, no signal appeared when the pressurewire was reconnected to the transmitter. When the pressurewire was removed from the patient to exchange for a new one, only the proximal part of the pressurewire was withdrawn. The remaining portion of the pressurewire was retrieved using a snare catheter and by placing a balloon. The entire part of the pressurewire was safely removed from the patient. It was confirmed outside of the patient that the pressurewire was detached at the connection part between the orange hydrophilic coating and the green ptfe coating. No fragment of the pressurewire was left in the patient. The ffr procedure was aborted.